Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height enhanced drawer 4 malfunctioned on auxiliary due to the magnet missing from the latch insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the full height cubie drawer. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.